Manufacturer narrative:
The complaint of a leak cannot be confirmed by the two photographs that were provided for investigation. One photo showed a 20g nexiva IV catheter with a syringe attached to one of the q syte connectors on the dual port luer adapter. The other photograph showed the product label. No damage, leaks, or defects were identified from the photographs. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that a nexiva leaked. Description of complaint. After inserting the infusion needle into the vein, blood dripped from the piece of tubing between the clip and the two connectors. Due to leakage from the drip, this had to be removed and patient was re-punctured to place an infusion. Date when the complaint occurred: 8 march 2026. The complaint was observed during commissioning of the product; this affected the patient. Additional information 3/25/2026: other then having to replace the IV, was there any harm/serious injury to the patient directly related to this event? No.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.